Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 on a patient with a prolapsed anterior leaflet. A steerable guide catheter (sgc) and a mitraclip nt clip delivery system (cds) were prepared without issues. However, while inserting the cds into the sgc column, the water pressure inside the sgc column decreased. The cds was then removed and reinserted, but the water pressure decreased again, when the clip introducer was inserted. The cds was then pulled back into the sgc, and was attempted to be removed from the anatomy. However, during removal, the clip became caught on the clip introducer (ci), making removal difficult. Although difficulty was encountered during removal, the cds and sgc were removed together successfully. A new venous access was performed via the right femoral vein, and the procedure was continued with a new sgc and a new clip. The procedure was completed with two clips implanted, reducing mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.